Manufacturer narrative:
H10: a follow up with the customer was performed, and the customer reported that the ribbon cable was not fully plugged in, and after plugging the cable fully in, the issue was resolved. The device was operational and was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was having issue populating the patient occlusion notification. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was having issue populating the patient occlusion notification. During troubleshooting, it was reported that the device responded properly when the circuit was disconnected but does not display the circuit occluded error. The rse informed the customer, that the manufacturer's recommendation was to replace flow sensor assembly. The customer was provided with the part number for replacement flow sensor assembly. Investigation is ongoing.